Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not infuse the medication. There was patient involvement, but no harm. Additional information received 06mar2026: the customer states "the IV pump is not releasing medication to the patient but instead to the attached flush bag". No further explanation/details were provided by the customer.

Event description:
It was reported that the device did not infuse the medication. There was patient involvement, but no harm. Additional information received 06mar2026: the customer states "the IV pump is not releasing medication to the patient but instead to the attached flush bag". No further explanation/details were provided by the customer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device did not infuse the medication was not identified during the customer call. The tech support recommended forwarded the case to dchu for processing. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.